Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted that the wire snapped during case on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers pulley. The idler pulley was able to spin freely, but it exhibited some damage on the surface. The cable segment stuck out at the wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.